Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed a hole approximately 51 cm from the proximal connector on the evaqua expiratory limb. A lot check could not be performed as the lot number was not provided. Conclusion: based on the inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to being released for distribution. In adition, tubing weight and bond strength tests are performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. This suggests that the breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the expiratory limb of an rt340 adult dual-heated evaqua breathing circuit was leaking air after two days of use. No patient consequence was reported.